Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. Additional information has been requested.

Event description:
A certified ophthalmic assistant reported a patient experienced inflammation of the right eye four days post prk enhancement procedure. The patient reported mild irritation of the right eye. The patient's steroid dosage was increased for intervention. Additional information was received from site which reported that at the patient's follow up appointment approximately three weeks post operative the cornea was clear, no inflammation. Patient was instructed to taper steroid and continue tears. No further information is expected.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. Logfiles review shows that all treatments were completed to 100% and all laser system functions were within specifications at this day. The technical investigation shows that the device meets the specifications. The root cause cannot be determined conclusively. (B)(4).